Manufacturer narrative:
D3- corrected. D9: 12/2/2024. Fourteen devices with lot # 6005578 were returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, no further actions were taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
D3: correction. H3: device was not returned for root cause analysis. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable could not be determined. H10: additional related report number "3012307300-2024-15072".

Event description:
It was reported that there was multiple units of fentanyl 2 mcg/ml-ropivacaine hcl 0.2% pf 100 ml cassette were non-operable. According to the complainant, the pumps were acknowledging that there was an occlusion in the line and would not allow the nurse to proceed with the infusion. The nurse tried 3 different pumps with 3 different epidurals and the results were the same. (B)(4) units were from lot: 4468664 and (B)(4) units were from cadd lots: 6005578 and 6005579. Bubbles were observed along the tubing for some units and an indentation was observed along the tubing for the cassettes in which the white pinch clamp was not on the pigtail. The indentation is most likely where the white pinch clamp was on the pigtail prior to the unit¿s return. Creases were observed in the bladder of 18 out of the 40 returned units. Flow from the devices was achieved using an empty syringe to pull sample. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.